Event description:
The pump was returned to the biomedical engineering dept with a note that stated: "would not alarm when done pumping." During testing at the user facility, it was reported that the pump did not alarm for air in line. There was no adverse pt event with the pump while in clinical use. Though requested there was no further info available.